Event description:
It was reported that in clinic, the pulse generator exhibited premature elective replacement indicator. A device firmware download was successfully performed. The device was re-interrogated and the alert for eri was cleared. The patient would be monitored, as normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.